Event description:
Doctor was performing a laparoscopic ventral hernia repair with mesh when one jaw broke off instrument into patient. Doctor retrieved broken piece immediately and went on to complete procedure. There was no adverse effect to patient and patient condition post-op was fine. Please refer MFR report # 9610617-2006-00032.